Manufacturer narrative:
Received 1 lopez valve with the original packaging opened. The reported event was unconfirmed. During the visual inspection it was observed that the red cap was connected to the valve. Per the dimensional evaluation, the device was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: read all instructions prior to use. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Instructions for lopez valve. Attach medication port cap to side ¿c¿ . Turn valve to position one and attach ng tube to side ¿b¿. Push together firmly. For suction, attach suction tube to side ¿a¿ and push together firmly. If connection to a male connector is desired, attach universal adapter to side ¿a¿. Insert male connector into adapter, and push together firmly. To administer medication, remove and store medication port cap in valve turn handle. Attach syringe to sideport, push and twist until tight and turn valve to position four. Flush valve per facility protocol following administration. Return valve to position one when complete to avoid leakage. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician. Labeling issue date: 1/00. In the event 3 years have elapsed between this date and product use, the user should contact bard to see if additional product information is available (telephone number: (B)(6)." (B)(4).

Event description:
It was reported that the red cap "pops off" of the lopez valve when the patient moves or coughs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the red cap "pops off" of the lopez valve when the patient moves or coughs.